Event description:
A hospital reported that a footswitch failure occurred at the beginning of a procedure when a patient was already on the table. The staff did the relevant checks and the system passed all checks. However, they found the foot pedal did not function. No patient impact was reported. The facility also reported that the cable was found to be badly kinked where it connected to the footswitch and thought the issue may be due to this. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).